Manufacturer narrative:
A review of the device history record for lot number 190517-04-sh showed the it was manufactured on 05/23/2019. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.162g / 10 pieces. The linting test data were within the acceptable range. No sample was returned for this investigation. Without the issue sample we were unable to determine a root cause for the reported event. The complaint information was informed to the relevant personnel for their awareness. There is no action taken at this time, however we will continue to monitor the trend of this type of incident. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process the suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Event description:
Based on information received from the customer reportedly the disposable towels opened for an open carotid endarterectomy were given to provider to dry his wet hands prior to donning gown and gloves. Allegedly the provider commented about amount of lint on hands and arms.